Event description:
During a posterior lumbar interbody fusion procedure at l3-l4, the outer sleeve of the screwdriver sheared off and became cross-threaded into the screw. Nothing fell into the patient. An x-ray taken confirmed no fragments were in the patient. Another outer sleeve was loaded and the procedure was completed with no delay.

Manufacturer narrative:
A product development evaluation was conducted. The distal tip of the outer sleeve shows severe damage to the threads. The distal two threads failed at the minor diameter. The outer surfaces just proximal to the threads show wear. The other components are in satisfactory condition. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. A review of the design risk analysis notes that the analysis adequately addresses this hazard and associated risks. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. A CAPA was initiated to address this issue.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for lot 6602187 revealed the holding sleeve, long for matrix was inspected to the synthes incoming final inspection sheet the product conformed to all requirements. The certificate of compliance is dated 9/28/2011.